Manufacturer narrative:
Cme america received the 3 devices and using the onboard event logs found that none of the pumps were programmed with a 30 ml syringe in the recent history. We are unable to find the complaint infusion in the history of any of the devices. In-house testing was performed on each unit. Each device passes all testing, no deficiency was found. The root cause of this complaint is no deficiency. All three pumps operate within specification.

Event description:
Customer reported this pump was being used as part of an evaluation when it over-infused during testing. Customer was unable to identify the specific serial number of the pump. There were 3 possible units, all of which were returned to cme america. Customer states that they programmed the unit in question to deliver 2.5 ml in one hr, but it delivered 12 ml in 30 minutes. Customer was using a 30 ml enteral syringe for testing. There was no patient involvement.